Event description:
The customer alleged back to back results of 83 and 160 mg/dl on her meter. Controls were not run. No adverse event or action taken based upon suspect results. Return requested and replacement was sent.